Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to urinary incontinence. A fluid leak was found in the device that was caused by a hole. The balloon was drained and left in patient and a new one was implanted; the remaining components were removed and replaced. There were no additional patient complications reported.